Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The valve met the requirements for siphon, reflux, pressure flow and pre-implantation testing. There was proteinaceous debris observed in the interior and exterior of the valve. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the returned valve did not meet the requirements for leak testing due to a tear noted in the bottom of the delta chamber. It is unknown how or when this damage occurred. The instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional device information: it was later reported that the device was a strata valve, small, catalog number 42855.

Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The valve met the requirements for siphon, reflux, pressure flow and pre-implantation testing. There was proteinaceous debris observed in the interior and exterior of the valve. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the returned valve did not meet the requirements for leak testing due to a tear noted in the bottom of the delta chamber. It is unknown how or when this damage occurred. The instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be occluded and the pressure level settings could not be changed. It was reported the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.